Manufacturer narrative:
On 06/23/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00082.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "an at home nurse called because she went to a patients home to check on her infusion and when she got there she noticed the bag was soaked in 5fu. The patient then said she had dropped it in the middle of the night and did not call us about it or notice the leak." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(4) medical co. Ltd.